Event description:
Child to pedi ER. Hooked up to monitor. Monitor reading 100% 02 saturation. Child cyanotic. Probe remived from mp30 monitor and attached to nellcor stand alone unit, reading was initially 40% o2 saturation, then 68%, then 80% when oxygen applied.